Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been exhibiting a steadily increase in shock impedance measurement observed over an extended period. The impedance measurement was near 160 ohms approximately for the last three months and the patient was admitted into the hospital for a shock test. At the initial device interrogation, before the shock test, an alert for high shock impedance was measured at 161 ohms. The patient was sedated, and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered without converting the vf, instead an alert appeared indicating an open circuit condition was detected during shock delivery and evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock converting the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been recorded on the competitor right atrial (ra) lead. No additional adverse patient effects were reported. The device and this rv lead are expected to return for analysis. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).